Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left forearm vein anastomosis. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the second inflation at 20 atmospheres for 60 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6).